Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomedical engineer reported that a monopolar curved scissor had broken during a prostatectomy on (B)(6) 2024. The instrument was reported from the operating room to his department. It exhibits broken grey cables and had 6 remaining uses. The surgery was continued with another instrument of the same kind. The procedure was completed with no reported injury.